Event description:
Facility alleged that the side rail will not latch this is effecting the therapy modes from working. No pt injury no impact.

Manufacturer narrative:
Technician found the intermediate rail was not latching properly. Replaced the siderail latching assembly to resolve this issue. Bed found in ICU.